Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing episodes were noted. Technical support was contacted and suggested the lead was causing the oversensing. The patient complained of dizziness, but not at the time of the oversensing. The lead was capped and replaced to resolve the issue and the patient was in stable condition.